Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the pacemaker was in backup vvi mode. Device restoration was performed. The patient was in stable condition.